Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturer representative (rep) reported that during the procedure, it was not possible to connect the battery to the electrode. Factors that may have led or contributed to the issue was reported to be none. The battery seemed to have a narrowness that does not allow the passage of the electrode, immediately the battery was replaced and the connection was made without problem on (B)(6) 2018. Impedances were verified which were normal on (B)(6) 2018. No symptoms, complications, medical or surgical intervention was reported. It was reported that no injury was reported as a result of the event. No further complication were reported/anticipated.